Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. The portion of the lead that was returned was normal.

Event description:
It was reported that the lead was explanted due to oversensing and noise.